Event description:
The rn exchanged the cartridge containing remodulin and attached a new cadd [continuous ambulatory delivery device] extension tubing for delivery of the medication to the patient. Within approximately 30 minutes, the patient was experiencing a new onset of symptoms related to remodulin (vomiting, flushing, diaphoresis). The remodulin infusion was stopped, the physician was notified and orders received for treatment of symptoms. A new cartridge and tubing was obtained prior to restarting the infusion.